Event description:
Patient reported right side pain, harder than the left breast, different size and seroma. It was later reported radial folds and capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.